Manufacturer narrative:
[(B)(4)].

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to extrusion of receiver/stimulator and infection at implant side. According to the clinic, the recipient was a non-user and requested removal of the implant.